Event description:
The customer observed a falsely decreased sodium (na) result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 135-145 mmol/l): sample ID (B)(6) initial result was 119, repeat results were 143.73 and 144.81 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found pin holes in the tbg, wtr wsh nzl1 to cuv wsh manifold (rohs), part number 7-205578-01, and replaced the part, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s normal range is 135-145 mmol/l): sample ID (B)(6) initial result was 119, repeat results were 143.73 and 144.81 mmol/l. There was no impact to patient management reported.